Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain imiplanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal cuff. The physician identified a type 3a endoleak with component separation and on (B)(6) 2017 the physician elected to implant a non-endologix gore stent to seal the endoleak.

Manufacturer narrative:
(B)(4). Clinical evaluation identified a type ii endoleak from the l3 lumbar artery at approximately 4.5 years post-op. The cause of the reported type iiia endoleak and loss of seal was likely related to anatomical issues, including a 41 degree infrarenal aortic angle. In addition, there was marginal overlap of the components noted on the 4.5 year post-op CT. There were no known procedure or user related issues, as well as no known off label or cautionary product use conditions that contributed to this event. The final patient disposition is unknown. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Devices remain implanted in the patient and were not returned, therefore no physical evaluation was completed.